Event description:
The customer reported the 2600 system milliamp dosage is out of compliance. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The customer plans to reschedule a service call to adjust the milliamp dosages. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.